Event description:
It was reported that during device change out, the ICD lead was found to have externalization under the ICD generator and that lead fracture was observed. It was noted that the lead was coiled under the ICD in the pocket. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form f2 uf number (B)(4). External insulation abrasion was noted at 25.0-27.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded and the rv conductor was fractured at this location.